Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher was producing an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 2:1 cutter serial number (B)(6) and 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 found that the mesher was within calibration specifications and produced a passing test mesh, but had visible damage to the roller gear. Review of the two cutters found that the 2:1 cutter produced a passing cut, but the 1.5:1 cutter produced an incomplete cut. Repair of the mesher occurred the same day and involved replacing the roller gear as well as the gear and collar for each of the cutters. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that one of the cutters produced an incomplete mesh, it cannot be determined from the information provided as to what caused the cutter to wear down such that it would not cut properly. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device had incomplete mesh. The device was used on cadaver skin. No adverse events were reported as a result of this malfunction.